Event description:
It was reported that a homechoice had an unspecified alarm. It was not specified when in the therapy this occurred. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.